Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00443. During a pulmonary vein isolation procedure, blood clots were noted on the catheter. During the procedure, the temperature value increased when right pulmonary vein ablation was performed. A blood clot was observed on the catheter when removed from the patient. The blood clot was removed with a cloth and the catheter continued to be used; however, the contact force value displayed incorrect values twice and the catheter was replaced with a second device. Blood clots were observed twice on the second catheter following left pulmonary vein isolation and cti ablation. Additionally, the contact force value displayed an incorrect value once. The blood clots were removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were also submitted for evaluation to product performance engineering. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The contact force baseline was reset to zero with no anomalies noted. The device met specifications for optical signal properties and the deformable body thermocouple met specifications during electrical testing. The cause of the reported inaccurate contact force values remain unknown; however, the ensite contact force module instructions for use (IFU) warns ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied.¿ the images submitted with the returned device appear to show a blood-like substance on a white cloth and on the catheter shaft just proximal to the tip electrode; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study indicated gradual increases in impedance during rf delivery during two ablation events and gradual increases in temperature during three ablation events. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and blood clot remains unknown.